Event description:
End user alleges that the xpo100b turns off on him after running for just a few minutes. He stated that the battery is fully charged when using.

Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.